Manufacturer narrative:
The suspect device was evaluated onsite by an olympus technician and the reported issue was confirmed. The connector socket was replaced. A review of the device history record found no deviations that could have caused or contributed to the scope detection problem. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the scope detection problem was due to a faulty connector socket. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, there was no image displayed when the endoscope was connected. Only a flickering test image could be seen. There was no harm or user injury reported due to the event.